Event description:
While using the opus system to repair a torn cuff, the first anchor went in without problems. The 2nd and 3rd anchors broke while trying to attach them to the bone inside the shoulder.